Event description:
Customer reports the use by date on the vial of test strips for the advantage system is 08/31/2008; manufacturer's database and batch record confirmed the actual use by date to be 08/31/2006. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.